Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis, distal embolization and death are included as possible complications in the instructions for use (IFU) for the penumbra system.

Event description:
During its post-market surveillance activities on 12-aug-2022, penumbra inc. Became aware of a journal article titled, ¿transcirculation approach for mechanical thrombectomy in acute ischemic stroke: a multicenter study and review of the literature" (roa et al. 2020). In this multicenter retrospective review, four patients with acute ischemic stroke (ais) underwent mechanical thrombectomy procedures via a transcirculation approach using a penumbra system 3max reperfusion catheter (3maxc) between september 2015 and april 2019. One arterial thrombus to another vascular territory was reported in a patient with a right middle cerebral artery (mca) stroke that was fully recanalized (tici 3) via the posterior communicating artery (pcom) using the 3maxc, leading to a brainstem infarct due to occlusion of the basilar artery (ba). This patient expired from the large stroke burden despite successful recanalization. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.